Manufacturer narrative:
The device was received on (B)(4) 2014. During testing at the service center, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device needs remediation and had a broken lever. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken.